Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported driveshaft fracture appears to be related to circumstances of the procedure. The oad was returned fractured at the distal side of the crown and at the tip bushing. Detailed analysis of the fractured driveshaft sections identified evidence that damage occurred while spinning in an elevated stress condition. This is consistent with complaint details stating, ¿the fracture likely occurred during an aggressive transition to the at¿. Further analysis of the device showed that it had experienced a stall event during the procedure. It is unknown if the stall event is related to the driveshaft fracture. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) driveshaft fractured during treatment of the anterior tibial artery (at). The fractured component was retrieved with an unspecified balloon. It was indicated the fracture likely occurred during an aggressive transition to the at.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) driveshaft fractured during treatment of the anterior tibial artery (at). The fractured component was retrieved with an unspecified balloon. It was indicated the fracture likely occurred during an aggressive transition to the at.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.